Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that something was wrong with a patient's pacemaker. The patient experienced coughing and quiver feeling when going over bumps when in the car. The same symptoms occurred during device checks when the programming head was placed over the pacemaker. The device and lead are still in use. No additional patient complications have been reported as a result of this event.